Manufacturer narrative:
Findings: reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per (B)(6). Sensor failed per spec due to low readings. Also found canula bent unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
Customer called to report various sensor issues. It was reported that the insulin pump has a bent cannula. Customer's blood glucose reading was 115 mg/dl. Nothing further reported.